Event description:
This lead was implanted on (B)(6) 2013 and is still in active use. On (B)(6) 2013 patient was observed to have a localized infection on the incision so went on antibiotic therapy. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).